Event description:
The percutaneous thrombolytic device was inserted in the right jugular for a "tips procedure". During the procedure, the fragmentation basket separated. The basket was removed using a "lassoo-sidewinder". There were no pt complications.